Event description:
No additional information received

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 3031678. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
We received a report from the amk (arzneimittelkommission der deutschen apotheker). In this report is described that a patient gets a vasculitis in the affected eye after using vabysmo. Diagnosis by treating ophthalmologist. The amk has classified the report as a potential suspected case of a side effect for which a quality defect cannot currently be ruled out. Amk de-amk-282990.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.